Manufacturer narrative:
C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Pre and postoperative diagnosis: open abdomen. Surgeon: (B)(6), md. Assistant: (B)(6), md. And (B)(6), md. Procedure: exploration of the abdomen. Irrigation. Abdominal closure with vicryl mesh. Wound vac application. Gastrostomy tube placement (stamn procedure). Anesthesia: general. Procedure: ¿after informed consent was obtained, the patient was brought to the operating room and placed supine. All pressure points were padded. Scds were applied and anesthesia was induced. She was prepped and draped in usual standard fashion. Time-out occurred. All parties were satisfied time-out was appropriate. Procedure commenced with examination of the entire abdomen. The mid gut was entirely socked in and this was not dissected free. The stomach was examined and dissected free from surrounding tissues. The anterior abdominal wall was dissected free from the surrounding tissues. The anterior fascia was dissected free from subcutaneous tissues. Two purse strings were placed in the greater curvature of the stomach. These were concentric. A stab wound was created in the abdomen. A tonsil was passed. An 18 french ross gastrostomy tube was passed through this hole. The stomach was entered with electrocautery. The gastrostomy tube was passed through that. The pursestrings were closed. The stomach was tacked to the abdominal wall with 4 separate sutures. The anterior abdominal wall was reconstructed using vicryl mesh that was attached to the fascial edges using running 1 maxon sutures. The wound was irrigated. A wound v.a.c. Was applied. Adaptic was placed between the vicryl mesh and the granular formation at the wound v.a.c. The wound vac was placed 125 cm of water suction. The patient was kept under anesthesia, taken to ccu in stable condition. At the end of the case, all needle, sponges, and instrument counts were reported correct. The attending, dr. (B)(6) was scrubbed for the entire case.¿ (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Surgeon: (B)(6), md. Pre and postoperative diagnosis: prolonged mechanical ventilation. Procedure: percutaneous tracheostomy. Implant preoperative complaints: (B)(6) 2010: (B)(6). (B)(6), pa. History of present illness: ¿the patient is a 31-year-old male with a large ventral hernia with associated open wound. He has a history of acute pancreatitis in 2009. He was previously admitted to (B)(6) medical center in february 2010 with abdominal pain and underwent bedside laparotomy for release of patient's abdominal compartment syndrome. His course was very complicated by prolonged intubation requiring tracheostomy and prolonged ICU stay. The patient has done well since discharge from that episode and presents for above procedure.¿ implant procedure: laparotomy, lysis of adhesions. Debridement of abdominal wall, bilateral muscle flat, hernia repair with allograft mesh implant of dual mesh plus from gore (26 x 34cm, 1 mm thick) which a 36 cm complex layered closure. [Implant: gore® dualmesh® plus biomaterial, dlmcp08/7773036; 26 cm x 34 cm x 1mm thick, oval]. Implant date: (B)(6) 2010 (hospitalization: (B)(6) 2010). Wound class: ¿1-clean.¿ (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md. Pre and postoperative diagnosis: ventral hernia. Anesthesia: general. Specimens: none sent. Complications: none. Disposition: turned over to plastics team. Procedure: ¿the patient was consented and brought to the operative theater where he was placed in the supine position. He was given preoperative IV antibiotics and scds were placed on his lower extremities. He was induced under endotracheal general anesthesia without any difficulties. An operative time-out was performed and all who present were in agreement. He [sic] abdomen was prepped and draped in the normal surgical fashion. Of note this patient had a large about 14 x 4 wound along the midline of his abdomen. It was for the most part closed. After prepping and draping we looked to find and could place it into his peritoneal cavity. Finally we were able to get into his peritoneal cavity a little off of midline within the wound which plastic surgery anyway. Once we were able to get down to and below fascia we then simply worked our way around the wound slowly lysing adhesions as we went. We did this carefully and no obvious enterotomies or injuries were noted or created. We then removed the wound that was adherent to the bowel again with both blunt and sharp dissection. We did note that there was, in the right upper quadrant of the liver there was basically stuck to skin, and we slowly removed those adhesions. Lastly we noted there was sigmoid that was pretty stuck down in his pelvis and we elected not to continue further with that dissection. When we were finished with our lysis of adhesions we could see the rectus bilaterally and we knew that plastic surgery would have appropriate space to do their procedure. The patient tolerated the procedure well. At this point plastic surgery came in and continued with their procedure which will be dictated under a different note. Dr. (B)(6) was present for this procedure in its entirety.¿ (B)(6) 2010: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md. Anesthesia: general. Complications: no complications. Estimated blood loss: n/a. Procedure: ¿general surgery did their portion of the procedure and plastic surgery scrubbed into the case. The rectus muscles bilaterally were found to be retracted to approximately, the midclavicular lines. A green towel was then used to protect the bowel and the rectus muscles were mobilized with the bovie using them to create a plane between the abdominal fascial wall and the subcutaneous tissues and skin bilaterally. After this was elevated up and the soft tissue was independent of skin out to approximately the anterior axillary lines bilaterally. An incision was made with the bovie below the external oblique aponeurosis through the external oblique muscles and the fascia was separated from the underlying internal oblique muscles both laterally and medially to allow for the abdominal wall to come together towards the midline and allowing to spread in an accordion like fashion. After this was done bilaterally, two drains were placed, they were 19-french blake drains brought out through the skin inferiorly through a separate stab wound and sutured to skin with 2-0 interrupted silk sutures. After creation of the muscle flaps bilaterally, attempt was made to close the hernia primarily, but there was too much tension, a gore-tex mesh as mentioned in the above note was then opened and brought out onto the wound. This was then sutured around with interrupted #2 tycron [sic] sutures where the bites were placed approximately 1.5 to 2 cm away from the fascial edges and spaced apart approximately 0.5 to 1 cm. This was done in a fashion to allow for a tight closure of the gore-tex mesh onto the fascial wall. After this was done, the skin flaps were then brought together with deep 0 interrupted vicryl¿s. The skin edges were trimmed away on the right-hand side to remove the scar and slightly left-hand side to remove the scar. The wounds were then closed without tension with the remaining 0 deep vicryl sutures followed by interrupted 3-0 deep vicryl sutures in the dermis, followed by a combination of running 2-0 nylon sutures in the cephalad caudal most portion of the wound and the center of the wound interrupted silk horizontal mattress sutures. Afterwards, gauze was placed followed by an abdominal abd pad, followed by an abdominal binder. The patient was then awakened, extubated and transferred to the stretcher and brought to recovery.¿ implant record: ¿mesh, bio dualmesh + oval 1mm 26x34cm, dlmcp08/lot #:7773036, quantity: 1, manufacturer: w.l. Gore & associates inc.¿ (B)(6) 2010: (B)(6). (B)(6), md. Pathology: ¿clinical history: result: ventral hernia (31-year-old male who had pancreatitis/abdominal compartment syndrome several months ago, now with hard area in upper abdomen-bone vs foreign body reaction).¿ gross examination: ¿result: a. ¿rule out bone¿, received fresh for frozen section and placed in formalin is a 4.5 x 2.1 x 0.7 cm fragment of red-tan firm fibrous tissue with possible bone. Diagnosis: fragments of benign fibrous tissue and bone.¿ (B)(6) 2010: (B)(6). (B)(6), pa. Discharge summary: ¿the patient will follow up in the surgery clinic 2b by dr. (B)(6), (B)(6) 2010.¿ relevant medical information: (B)(6) 2011: (B)(6). (B)(6), md. Ed [emergency department] consultation. Reason for consultation: ¿fever and drainage from surgical site status post ventral hernia repair.¿ examination: ¿during the assessment, he had persistent nonproductive cough.¿ ¿his abdomen is soft, nondistended, nontender with a visible midline scar that is relatively well-healed with 2 open wounds, one superiorly at the superior portion of the incision line and one inferiorly just above the umbilicus with drainage of thick yellow fluid that does not have a foul odor. There is no erythema or tenderness around the incision or the open wound.¿ review of laboratory data: ¿white blood cell count 15.6.¿ assessment/plan: ¿mr. (B)(6) is a 31-year-old gentleman status post ventral hernia repair who presented a week ago with spontaneous drainage from his midline incision that does not appear to be infected at this time. His symptoms are likely from an upper respiratory tract infection that is not related to his surgical issues. The patient therefore can be sent home with treatment for upper respiratory track infection and will not need to see dr. (B)(6) today in clinic as scheduled given that we have already seen him. The patient was instructed to return to clinic if his current symptoms do not improve with persistent fever and drainage. In addition the ed was instructed to contact the plastic surgery if needed given that they assessed the patient initially approximately a week ago. The patient was seen and discussed in detail with dr. (B)(6) who is in agreement with the plans set forth as dictated above.¿ explant preoperative complaints: (B)(6) 2011: (B)(6). (B)(6), md. Ed consultation: chief complaint: ¿abdominal wound drainage and abscess.¿ history of present illness: ¿patient is a 31-year-old male with a history of ventral hernia repair, bilateral component separation as well as hernia repair with allograft mesh implant using a dual gore mesh measuring 26 x 31 cm. This was a 36-cm complex closure. Patient reports that since his operation he has had his drain tubes in which were per appropriately draining a lot of fluid, and once these drain tubes came out, he noticed some swelling of his abdomen. He was found to have sterile seromas. Patient says that he has had problems with fluid collections, but it has never been this consistency. Patient notes that about a week ago he developed purulent drainage coming from his abdomen from the draining sinus in his abdomen. He also noticed erythema around the wound. He reports fevers and chills as well. He denies any abdominal pain. He denies any nausea, vomiting, and he is still having normal bowel movements and passing flatus. It appears that in march the patient also presented with complaints of drainage from his abdominal wound; however, at that time, this was found to be seromatous-like fluid, and there was no evidence of infection. Today he does complain of fevers and chills although he has not taken his temperature, erythema and purulent drainage from his wound.¿ physical examination: ¿examination of his abdomen reveals his abdomen is soft, nondistended. The midline near his umbilicus reveals erythema around the wound with significant purulent drainage coming from the opening near the umbilicus. Studies: ¿a CT scan was performed which showed an 11 x 4 cm fluid collection sitting on top of his mesh which was communicating with the outer skin. There also appeared to be an abscess on the CT scan. White blood count today showed a white count of 15.4.¿ assessment/plan: ¿this is a 31-year-old gentleman with a past medical history of bilateral component separation and ventral hernia repair using gore dual mesh. The patient presents today with an abscess on top of his mesh that is draining to the umbilicus. We would recommend that the patient go to the operating room for abdominal washout, possible removal of infected mesh. We will plan on doing a thorough washout. We recommend the patient stay n.p.o. [Nothing by mouth], obtain EKG and labs here in the emergency department. The above was discussed with dr. (B)(6) who also agreed with the assessment and plan.¿ (B)(6) 2011: (B)(6). (B)(6), md. CT abdomen pelvis. Indication: ¿evaluate for abscess in a patient status post ventral hernia repair complicated by dehiscence.¿ findings: ¿status post ventral hernia repair with placement of a hernia mash. There is a large loculated fluid collection with small air bubbles encompassing the surgical mash, measuring 11.4 x 3.9 cm in transverse and 15.9 cm in craniocaudal dimension. There is a small fistulous tract to the skin arising from the inferior portion of the fluid collection. There is stranding of the subcutaneous fat in the anterior abdominal wall. There is no intraperitoneal free air, free fluid or loculated fluid collection. Stable 9 mm metallic foreign body is identified posterior to the psoas muscle on series 2.¿ impression: ¿there is a large loculated fluid collection with small air bubbles encompassing the surgical mash and measuring 11.4 x 3.9 cm in transverse and 15,9 cm in craniocaudal dimension. There is a small fistulous tract to the skin arising from the inferior portion of the fluid collection. Findings are concerning for abscess.¿ (B)(6) 2011: (B)(6). (B)(6), md. Preoperative diagnosis: ¿abdominal wall abscess with infected mesh.¿ (B)(6) 2011: (B)(6). (B)(6), md. Indications: ¿the patient is a 31 -year -old male with a history of a bilateral component separation ventral hernia repair using gore dual mesh. The patient presented with an abscess I s on top of the mesh and concerns for infected mesh on CT scan. The plan was to take the patient to the operating room for removal of mesh and washout of the abdomen.¿ explant procedure: incision and drainage of abdominal abscess with removal of infected mesh and complex closure of 10-cm wound. Explant date: (B)(6) 2011 (hospitalization (B)(6) 2011). (B)(6) 2011: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md and (B)(6), md. Postoperative diagnosis: abdominal wall abscess with infected mesh. Anesthesia: general. Estimated blood loss: 25 ml. Complications: none. Procedure: ¿after the patient was appropriately identified in the preoperative holding area, he was brought to the operating room and placed in supine position and general endotracheal anesthesia was administered. The patient's abdomen was then prepped and draped in the routine sterile fashion. An incision was made in the area of the previous incision in the midline. A massive amount of purulent drainage was immediately encountered. This fluid was sent for culture and sensitivity. After thorough suctioning of the abscess cavity the mesh was noted to be bathing in the purulent fluid and greenish in appearance. The mesh was then carefully removed. There was evidence of a very thick rind on top of the bowel. It was thought that this was the previous skin graft which was laying on top which had been de-epithelialized. The abdominal cavity and wound were then thoroughly irrigated with 6 liters of sterile saline solution, using a bladder irrigator. The wound was then partially closed both at the superior and inferior aspect of the wound using 3-layers, an 0 vicryl layer in the deepest layer which was fixed scar possible fascial layer and 3-0 vicryl sutures were then used to close the deep dermis and 2-0 nylon sutures were then used to close the abdominal skin. This resulted in approximately 10 -cm complex closure. The rest of the open abdominal wound was then packed with kerlix and an abd was placed on top. The patient was placed in abdominal binder. The patient tolerated the procedure well, was extubated in the operating room and taken to recovery for routine postoperative care. Dr. (B)(6) was present and scrubbed for the key portions of procedure.¿ (B)(6) 2011: (B)(6). (B)(6), md. Discharge summary: hospital course: ¿therefore, the patient was brought to the operating room with a preoperative diagnosis of abdominal wall abscess with infected mesh for an incision and drainage of abdominal abscess and removal of infected mesh and complex closure of 10 -cm wound. This was performed by dr. (B)(6), assisted by dr. (B)(6). Full operative details can be found in the operative report dated (B)(6) 2011. The patient tolerated the procedure well and was transferred to the pacu in stable condition. The micro from the surgical case of the abdominal x-ray showed mssa and diphtheroids pansensitive. The microbes from the abdominal wall mass showed 1+ diphtheroids. The patient is an initially placed on vancomycin and zosyn due to not being sure what bacteria was growing from the wound. Postoperatively, there was some serosanguineous drainage on his dressing. The abdominal binder was in place. His abdomen is full, but nontender and compressible. He was able to tolerate his clear liquid diet. By postoperative day 1, there was beginning to see some resolution of the erythema around the edges. He continued with b.i.d. Wet -to -dry dressing changes of normal saline -soaked kerlix. Throughout the course of admission, at times he was argumentative and difficult to deal with. Social work was involved in this patient's care. It was believed that he does not consume alcohol. However, at some point he responded to consuming greater than 10 beverages a day during cage questioning, we continued his vancomycin and zosyn. On postoperative day #3, he continued to do well without complaints. The wound was clean without evidence of erythema or exudate. By postoperative day #4, his final cultures came back showing diphtheroids and methicillin-sensitive staphylococcus aureus. Therefore, in order to promote ease of transition from hospital to home, the patient was transitioned off vancomycin and zosyn both IV medications to the erythromycin and bactrim- ds. Home health was set up to assist in dressing changes which according to mother she would also be able to help with. Therefore, once all these were in place, the patient was therefore deemed appropriate for discharged home.¿ followup: ¿¿make an appointment for by 1 week after discharge.¿ relevant medical information: (B)(6) 2011: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md. Pre and postoperative diagnosis: incisional hernia with chronic open wound. Procedure: debridement of skin, subcutaneous tissue, and fascia. Repair of incisional hernia, primarily. Complex closure of a 15.5 ¿ cm abdominal wound. Anesthesia: general. Wound class: ¿2 ¿ clean contaminant.¿ indications: ¿the patient is a 31-year-old male, with a history of an abdominal wound status post multiple previous procedures including removal of infected mesh and closure of the wound by secondary intention. The patient presents to the operating room as it has been several months and his wound has persistently remained open; therefore, the decision was made to take in the operating room for debridement and closure.¿ procedure: ¿after the patient was verbally identified in the preoperative holding area, he was then brought to the operating room and placed on the operating room table in supine position. General endotracheal anesthesia was administered and antibiotics were administered. The patient's abdomen was then prepped and draped in routine sterile fashion; a timeout was called. The patient had a midline abdominal wound measuring approximately 15 x 6 cm. At this point, an incision was created around the wound and skin flaps were then elevated on either side of the wound. An incisional hernia was encountered at the upper aspect of the wound. After debridement of the fascia and the skin along the granulating wound had taken place, the granulating hernia was repaired using multiple #1 tycron in a figure-of-eight fashion. The subcutaneous tissue and wounds were then solution. For closure of the wound, scarpa's deep dermal layer was closed using 3-0 vicryl nylon. A xeroform dressing was placed on top and tegaderm. The patient was also placed an irrigated with 3 liters of saline fascia was closed using 0 vicryl suture, the suture, and the skin was closed using 2-0 of the wound and this was covered with gauze abdominal binder prior to extubation. The patient tolerated the procedure well, was then extubated in the operating room, and taken to recovery for routine postoperative care.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess; mesh infection; de-epithelialized mesh; complex wound closure; additional surgery to close chronic open wound; chronic, long term infection over 6 months; extended hospital stays for mesh removal and wound infection. Additional event specific information was not provided.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions and/or actions of healthcare professional or device user, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.